Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported "missing high/low glucose alarms using fs libre¿link app. Attempted to replicate the customer complaint using a similar configuration. Enabled ¿high glucose alarm¿ and ¿low glucose alarm¿ features in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value using a new unused sensor. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with huawei phone with android operating system version 9. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer received treatment of water with sugar and honey provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.